Event description:
Baxter affiliate reports incomplete prime of patient line of homechoice set. Affiliate reports home patient restarted with new supplies to complete treatment. No patient injury or medical intervention required per affiliate.